Manufacturer narrative:
The report event of impedance issues was confirmed. As received, visual inspection showed the returned lead found all the internal lead wires being broken. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Event description:
It was reported that the patient was experiencing ineffective therapy due to high impedances. As a result, the patient underwent surgical intervention during which the lead was explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
(B)(4). (B)(6).